Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a recorded low of 61 mg/dl and approximately 20 minutes out of range; the ilet provided a low glucose alert and the user self-treated with oral glucose, and the user requested additional training and review of target settings. Symptoms included no reported clinical symptoms. Outcomes included no outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and user education was provided. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.